Manufacturer narrative:
Could not verify the customer's report of low readings. After three days of testing, the reading did not very more than 1 unit of measure. Unit passes all tests and has all upgrades. (B)(4).

Event description:
Covidien received information that this n65 pulse oximeter is giving low readings (oximetry). The readings were in the 70's and when the patient was placed on a different monitor, the readings were in the 90's. The patient was not harmed or injured as a result of the event.